Manufacturer narrative:
D7a - single use device: updated. D9 - date returned to MFR: 24-apr-2026. H4 - device MFR date: updated. H3 and h6 codes: updated. The suspect pump was returned for evaluation, with no recorded service history in the past 12 months. A visual inspection revealed missing pins in the bolus connector. Functional testing confirmed that the bolus function was non-operational, and the issue was successfully reproduced. The root cause was identified as a defective patient controlled analgesic (pca) connector, which was resolved by replacing the component.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the bolus function was non-operational, despite attempts using multiple control interfaces. There was unknown reported patient involvement.